Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, a venogram noted total occlusion of the venous system below the left shoulder and to retain access, the physician wanted to utilize the right ventricular pacing lead. However, the wire could not be advanced and damaged the lead. The lead was capped and the device was programmed to atrial lead only until the new system could be implanted on the other side. The patient was in stable condition.